Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized for diabetic ketoacidosis caused by a kinked cannula. The patient stayed in the hospital for three days and was released in a stable condition. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.